Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke and pieces remain missing. However, it is unknown when or how the device broke.

Manufacturer narrative:
The visual inspection of the tasp bottom confirmed that a small piece fractured off the central post. The fractured piece was not returned. There were some type of cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. Device history records and the receiving inspections reports were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.